Event description:
It was reported that using a radial artery access approach during a procedure of the eccentric, moderately calcified, mildly tortuous, 90% stenosed, distal left anterior descending (lad) artery after thrombosis aspiration the 2.0 x 15 mm mini trek balloon dilatation catheter (bdc) was delivered to the lesion without any resistance noted. During the first inflation at 6 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. The lesion was further dilatated with a second trek bdc and a stent was implanted without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: elite 2, sion blue; guide cath: taiga 6fr. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.